Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Manufacturer report # 3005099803-2015-01569. It was reported to boston scientific corporation that two interject sclerotherapy needles were used during an esophageal varicose vein injection procedure in the patient¿s esophagus on (B)(6) 2015. According to the complainant, during the procedure, the physician found that the catheter needle was blocked and could not inject the agent out of the needle. Consequently, he changed it with a second interject needle device; however the same issue occurred. The procedure was completed with a third interject sclerotherapy needle. No visible issue with the complaint device or its packaging prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found the needle in a retracted position and the outer sheath was found without issue. Additionally, dried white residue was noted on the proximal end of the inner hub luer. White residue was also visible through the outer sheath at various points along the working length and was built up on the distal end of the needle. Functional evaluation using a syringe found air and liquid could not be compressed through the device. The residue on the distal end was removed to allow attempt to pass a .009¿ diameter wire through the needle. However, the wire could not be passed through the needle, but with increased force the wire was able to be passed through the needle. The occlusion material was consistent with the white residue found elsewhere on the device that was recovered from the needle. The evaluation concluded that the condition of the returned unit was consistent with the reported issue that the needle was occluded. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Manufacturer report # 3005099803-2015-01569. It was reported to boston scientific corporation that two interject sclerotherapy needles were used during an esophageal varicose vein injection procedure in the patient's esophagus on (B)(6) 2015. According to the complainant, during the procedure, the physician found that the catheter needle was blocked and could not inject the agent out of the needle. Consequently, he changed it with a second interject needle device; however the same issue occurred. The procedure was completed with a third interject schlerotherapy needle. No visible issue with the complaint device or its packaging prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.